Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the attachment device came apart during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the attachment device coming apart was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was fractured ¿ coupling and the color band was chipping/fading. It was further determined that the device failed pretest for marking and labeling. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. 11. Corrected data: d4, g2 corrections: d4: unique identifier(UDI)/ gtin : the gtin documented in the initial medwatch report was incorrect. The gtin has been updated from 10900000000000 to 10886982240279. G2: report source: the report source was inadvertently checked as ¿foreign¿ in the initial report. The event occurred in the united states and not in a foreign country.